Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with high sleep current due to corroded electrical board. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. Device received with corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer, serial number label missing and minor scratches on lcd window. Device received with corroded motor home switch.